Manufacturer narrative:
Block b3: exact date unknown, event occurred several weeks prior to the date the manufacturer became aware.

Event description:
It was reported that the ipg was difficulty to charge and had to be charged for an extended period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.